Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer¿s representative (rep) on (B)(4) 2018. It was reported that there were ¿alarms going off 3 times.¿ the patient was due for replacement in 11 months from the date of the call (B)(6). 2018 ¿about a week ago, pump quit working.¿ the patient had a ¿stalled pump.¿ there were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (0.535 mg/ml at 14.528 mg/day) via an infusion pump. The indication for use was non-malignant pain. It was reported that the patient was admitted to the hospital for pain last night. The healthcare provider (hcp) in the emergency room thought that the pump stopped working and that the patient was experiencing withdrawal pain. It was noted that the change in the patient's symptoms were sudden. No interventions were mentioned. The caller requested a device manufacturer representative come to the hospital to check the pump status. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.